Manufacturer narrative:
Additional narrative: patient information is unknown. Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Sterile part 429.360s, lot 8597103: manufacturing site: (B)(4). Supplier: (B)(4) (sterilization). Manufacturing date: 05september2013 (delivered from supplier to (B)(4)). Expiry date: 01august2023. Non-sterile part 429.360, lot 8259632: manufacturing site: (B)(4). Manufacturing date: 14february2013. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported reconstruction plate was broken during bending with the bending instruments (bending iron and bending pliers for reconstruction plates) during a surgery. The reported plate was supposed to be applied to fix the pelvic anterior wall of a patient on the surgical operation. The surgery was completed with other plate. The surgery was extended; however, the precise time of the surgical delay is not known. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Manufacturing investigation evaluation: the part was received in a broken apart condition with visible damages on the surface. The measuring of relevant dimensions shows conformity to the specifications. A review of the device history record shows that this lot was released after final inspection without any discrepancy to the specifications. The used raw material is according to the specifications as well. The visible inspection indicates that excessive mechanical force was applied during the bending procedure, which finally led to the breakage of the plate. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.